Event description:
It was reported that the patient experienced pain. The physician suspected that the patients leads may be intrathecal and believed that the patients issue was not procedure related. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to hospital policy.